Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received instructions to reset the pump with no recurrence of the malfunction afterward. Customer was informed to continue to use the pump.